Event description:
It was reported that the infusion pump was rec'd in the hosp biomedical engineering dept. With a note stating "defective, do not use, free flowing". No additional info was able to be rec'd regarding the occurrence. It is not known if the pump was on a pt at the time. No pt injury was reported. The biomed. Dept. Tested the pump and reported seeing intermittant free flow when the pump was ran at 125 ml/hr.